Manufacturer narrative:
(B)(4). D10: item # 43264312, revision fem component b-right, lot # 2322628. Item # 432613123, revision stem 13x123, lot # 2341076 item # 412600033, wallaby anchorage stem, lot # 2225604 item # 3005960001, refob-palacos r40, lot # 625e01801. G2: report source germany. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records related to the primary implantation of zb products were received and reviewed by a healthcare professional with the following assessment: revision op note ¿ all competitor implants and cement removed without difficulty ¿ bone cuts refreshed with 4mm removed from the medial tibia to straighten the tibial incision ¿ wallaby implants placed without complication ¿ satisfactory rom and stability achieved ¿ postop xrays show implants in good position discharge summary ¿ postoperative course without complications, incisions healing well, drains removed pod 2 ¿ postop xrays show proper fit of implants without signs of loosening or fracture ¿ upon discharge, rom 0-90°, capsule intact, slight swelling ¿ partial weight bearing for 2 weeks then full weight bearing, follow up as prescribed. Medical records related to the first revision surgery and exchange of the tibial insert from size 12 to size 16 were received and reviewed by a healthcare professional with the following assessment: revision poly exchange ¿ revision of right knee joint inlay change to wallaby iii inlay size b 16mm ¿ patient has sustained 2 knee dislocations, now indicated for poly exchange ¿ new 16mm poly secured, rom check: ¿there is a slight stretch deficit of about 5° which is tolerated¿slight tendence to dislocate in the case of terminal knee joint flexion of more than 125° and simultaneous rotation in the lower leg which is tolerated intraoperatively.¿ ¿ no intraop complications ¿ limit flexion to 90° for 4 weeks postop, prevent flexion over 120° discharge summary (translated (B)(6) 2008 records.docx; pgs. 1-2) ¿ postop course was without complications, no wound concerns, drains removed pod 2 based on the medical records received, the reported event can be confirmed. Healthcare professional assessment of ligament laxity: the surgeon reports recurrent ligament laxity which contributes to global joint instability. The ligaments are soft tissues that attach bone to bone and stabilize the knee. Once the ligaments are stretched, small tears can occur which either cause scar tissue formation and decreased mobility or they never fully heal causing significant "play" or hypermobility in the joint. A larger poly is typically placed to mitigate ligament hypermobility by providing increased tension to support the stretched ligaments. The patient was initially implanted with an 8mm poly (competitor) then revised to a 12mm (zb) 15 months later after experiencing "extreme ligamentous laxity". The 12mm poly remained insufficient for the patient¿s needs as the patient experienced recurrent dislocations and required another upsizing. Once the 16mm poly was placed 10 months later, the patient did well for several years. During range of motion testing after the 16mm poly was placed, the surgeon still acknowledged a slight stretch deficit and slight tendency to dislocate with flexion, therefore, putting the patient on flexion limitations postop. However, based on the given information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial right total knee arthroplasty with competitor product which was revised to zb product approximately 1.5 years later due to ligamentous instability. Subsequently, the patient experienced two dislocations in the knee; once approximately 1 month post-implantation from turning laterally in bed and again while sitting approximately 10 months post-implantation. Both were reduced under sedation. After the second dislocation, the patient was indicated for revision surgery due to recurrent ligament instability. During the revision, it was found that there was discrete lateral lift-off of the lateral femoral component from the inlay, and with manipulation, the poly dislocates from the box. A new poly insert was placed, and the procedure was completed without complications. The patient was instructed to limit flexion to 90° for the first 4 weeks then to 120° thereafter. Attempts have been made and additional information on the reported event is unavailable at this time.